Event description:
Olympus received a medwatch report which stated "during a laparoscopic cholecystectomy, the surgeon noted that upon inspection of the trocar sites, there was a small burn on the port through which the spatula had been placed to achieve hemostasis on the lever bed. The burned skin on the right lateral port site was excised and the trocar sites were closed."

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the reported event, but was provided only limited info. The user facility reported that the pt is reportedly doing well after the procedure, and all equipment used during the procedure will be forwarded to a third-party organization for eval. There was no further info provided by the user facility. The subject device referenced in this report has not yet been returned to olympus for eval. The exact cause of the pt's outcome could not be conclusively determined. If the device and additional info becomes available later, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.